Event description:
An implantable pulse generator (ipg) system was returned from a funeral home with little information. Information identified in themanufacture¿s database/paperwork indicated the patient died approximately 7 months post implant of the ipg system. The cause of death was reported as 1) respiratory arrest 2) sepsis of unknown organisms 3) coronary artery disease and 4) chronic obstructive pulmonary disease. Further follow up did not yet yield any additional relevant information regarding the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. Sedr01 implantable pulse generator (ipg) implanted: 2012-(B)(6); 694765 implantable tachy lead implanted: 2006-(B)(6), (B)(4).

Manufacturer narrative:
Product event summary: (B)(4). The proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage and indicated stretching. Visual summary analysis of the lead was performed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.